Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that tubing had become disconnected from the bottom of the flowcell. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the bottom front of the coulter lh 780 hematology analyzer. The customer did not find any disconnected tubing. The customer stated that the instrument generated incomplete diff results at the time of the event. The volume of the leak was approximately 2 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.